Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected suspend [low sg], sensor glucose vs. Blood glucose. The customer reported hyperglycemia treated with other. The event involved product(s) mmt-7040a, mmt-332a, unomedical, mmt-1884l. The sensor glucose value that triggered the suspend on low and the low limit in the sensor setting value was 70 mg/dl. The blood glucose value associated with the triggered suspended event was 6.3 mmol/l. The sensor glucose and blood glucose difference was not within the target range of glucose difference. The customer confirmed that had taken any medication like hydroxyurea. Customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1884l.